Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) had a battery monitoring voltage of 2.58 v after 32 months of implant. It was unknown when the device reached 2.65 v. This device is part of the shortened replacement window advisory. This advisory was originally communicated april 5, 2007. Technical services recommended disk analysis to verify when the device reached middle of life 2 (mol2) battery status and the follow-up schedule.

Manufacturer narrative:
Disk analysis confirmed the device reached mol2 after 26 months. Technical services advised that the device follow-up intensify to monthly. No adverse patient effects have been reported. At this time, no additional information is available and records indicate that this device remains implanted. If additional information becomes available, this event will be updated.